Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4)

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the distal left anterior descending artery. A 2.25x28mm promus element stent was advanced but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent strut was lifted. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.